Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is seeing system problem rm03 when trying to charge the implant since 3 days ago. They also stated it is very difficult to get the paddle on the battery. Agent walked caller through resetting the controller. They confirmed no visible damage to the recharger but stated that the cord next to the paddle was getting super hot. No patient harm was reported. Patient stated they charge the implant while in a recliner. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger, was returned for analysis and analysis found that the high reading na, low reading na, no anomalies were visually observed and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.